Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle failed to retract after use. The following information was provided by the initial reporter: "after inserting IV catheter, needle did not retract. Did not receive a needle stick."

Manufacturer narrative:
Investigation summary: received one opened sample. The top webbing is in good condition the bottom webbing was not received. The unit is retracted. In addition, a square of miscellaneous material. Upon visually inspecting the part the spring does not appear to be acting as it normally should. You can see a portion of the spring still tightly winded in the barrel and the spring does not extend to the top of the grip. While a representative sample shows that the spring should extend to the top of the grip and does not have multiple coil located at the bottom of the barrel. Inspection of the grip and barrel did not show any signs damage that could have prevented needle retraction. A microscopic inspection of the tightly winded section of the spring revealed that the spring was bound on itself. Including a portion where it was hooked on itself which would prevent the spring from expanding. This defect would happen during manufacturing. In order to prevent products with bound springs to be released the following checks are in place during manufacturing. Verify previous work order springs are cleared from orbit (not applicable is using the same spring length from the previous work order) (s-au08 afa DHR version ai revision 40). The pallet arrives at the station and is locked into place. Four positioning slides activate to position the grips. Four probes drop into the four parts on the pallet. The probe pushes the hubs down based on the probe height set up. A pressure transducer measures the spring force in each sub-assembly. If the force is within the pre- programmed range, the part is accepted, meaning that a spring is present and unbound. The pallet is released to station 3.33.5 where the rejected parts are unloaded, and the accepted parts are transferred to the transfer tray or the stationary buffer tray (au-32 version t revision 35). In zone 4 they check for missing components including bound spring (s-au08). In zone 5 non-activation is checked for (button down, hub twist, bound spring, activation) (s-au08). Conclusion(s): determined: the root cause was determined to be manufacturing during the spring winding process.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle failed to retract after use. The following information was provided by the initial reporter: "after inserting IV catheter, needle did not retract. Did not receive a needle stick."